Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. As the customer did not have additional supplies on hand to reload the cartridge, troubleshooting was not able to be performed. The customer's blood glucose level was 187 mg/dl. Reportedly, once a new cartridge was obtained, it was to be loaded onto the pump.